Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-01684. Same case as MDR ID# 2134265-2013-01695. (B)(4) study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced cerebrovascular accident. In (B)(6) 2013 the patient presented with stable angina and was referred for cardiac catheterization. The 70% stenosed and 10mm long de-novo first target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.0mm. The first target lesion was treated with direct stent placement of a 3.0x12mm promus element plus stent, resulting in 0% residual stenosis following post dilation. The 95% stenosed and 8mm long de-novo second target lesion was located in the mid right coronary with a reference vessel diameter of 2.5mm. The second target lesion was treated with pre-dilation and placement of two 2.5x20mm promus element plus stents, resulting in 0% residual stenosis following post dilation. The following day the patient experienced a cerebrovascular accident. It is unspecified what treatment the patient received.